Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to poly wear and the liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 4913538 - 02-010-01-0325 - lgc femoral ps cem right sz 2.5; 4022746 - 02-012-35-2009 - lgc tibia ps mod insrt sz 2 9mm; 5268473 - 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; 5626308 - 200-02-35 - three peg patella 35mm; 8001018128 - a10012 - gps implant kit v2. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.